Event description:
It was reported by an eye care provider (ecp) that a consumer used the solution and it "burned the film off the front of her eye". The consumer went to urgent care. The ecp stated that the consumer has used the solution for a long time and knows how to use it. The lenses were soaked well over the minimum time before insertion, but as soon as the consumer inserted the lens, she realized something was wrong when it started to burn. The contact lens stuck to her and she flushed her eye until she was able to remove it. The urgent care doctor said that "the ph balance may be off in that lot". Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for eval. The mfg review did not indicate that this complaint was due to the mfg process. No complaint or mfg trend was identified. The root cause could not be determined. (B)(4).